Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.3, lab: 2.64. Patient's therapeutic range is 2.0-3.0.